Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although specific value was not provided. Cause was not known. Customer addressed bg level via correction bolus was via pump and manual dose injection. The customer continued to use the pump for insulin therapy.